Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not run on alternating current (ac) power. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not run on ac power. It was noted that a "running on internal battery" message was displayed. During troubleshooting, the rse provided the customer with the following instructions, "verify ac outlet for proper voltage, verify that power cord is functional, verify power supply (24v): with ac power disconnected, remove j1 from power management (pm) printed circuit board assembly (pcba), reconnect ac power, verify that 24v is present between the orange and brown wires on the power supply harness connector, if 24v is present, replace the pm pcba, if 24v is not present, go to next step, verify that ac power is present: disconnect ac power, remove electromagnetic interference (emi) shroud, reconnect ac power, verify that ac voltage is present between the blue and brown wires coming from the ac inlet, if ac power is present, replace the power supply, if ac power is not present, replace the ac inlet." The customer would call back if further assistance was required. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the instructions provided by the remote service engineer (rse) were completed, and the issue was resolved. The customer reported that the power management (pm) printed circuit board assembly (pcba) was replaced. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.